Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that failed flow rate test low. It was at a running rate of 40 ml/hr with a volume to be infused (vtbi) of 20 ml delivered under 18 ml each time. The problem happened during preventive maintenance (pm) at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was found to deliver within specification during flow testing. The device was tested at rates of 40ml/hr and 20ml/hr with accuracy output of 1.9325% and 0.45% respectively. Both results are within 5% specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.